Event description:
It was reported during a da vinci-assisted roux en-y procedure, during the 5th fire of a sureform 60 stapler which was installed with a blue reload, an error stating " unable to complete fire, tap blue pedal to unclamp, warning blade may be exposed " was received. When unclamping the stapler, the blade did not appear to be exposed but it did rip the tissue and caused a small tear. There were malformed staples seen as well. The surgeon sutured the damaged tissue. The patient¿s tissue condition was reported to be as normal, there was no tissue tension, no tissue bunching and no obstruction such as clips/staples/bone or hard objects in the jaws of the stapler. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the surgeon repaired the hiatus hernia first and then proceeded with the gastric bypass procedure. The issue occurred with the final staple fire, when the surgeon was trying to create the gastro-jejunal anastomosis. The surgeon clamped and fired the tissue and there was an initial pause in compression. Towards the end of the stapling sequence, there was an error message seen. When the surgeon unclamped the stapler, there blade was seen exposed in the stapler jaws and there was a partial staple line which was formed proximally. There was a tear seen distally with malformed staples partially embedded in the tissue. The surgeon put in a running stich and over sewed the gap. There was no bleeding seen. There was no calcification of tissue/ unusual tissue conditions/previous exposure to chemotherapy or radiotherapy, tissue tension, tissue bunching, tissue sliding or pushed out of the jaws. There was no obstruction/hard material/staple in the jaw of the stapler during firing process. Bougie and buttress material was not used. The surgery was completed as planned and there were no post-operative complications in the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed through error logs the customer reported complaint of "the stapler gave the error unable to complete fire, tap blue pedal to unclamp, warning blade may be exposed (the blade does not appear to be exposed). It did rip the tissue (a small tear) and there were malformed staples. This happened on the 5th staple firing (this seems to a recurring time frame for misfire)". Stapler was used at the site on (B)(6) 2021 using system sk1963. Logs showed 1 firing failure due to high torque. Instrument was able to pass initialization during failure analysis. Clamp and fire function passed with no issue on test sheet. Staple formation was proper. No I-beam damage was observed. Failure analysis found the primary failure of a firing issue to be related to the customer reported complaint. Isi has received the stapler reload associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review. Additional observation not reported was the knife of the reload was found with an indentation to the blade edge. The known common cause of this failure is mishandling/misuse. Failure analysis found the additional failure of blade damage to be related to the customer reported complaint. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments with the exception of the fenestrated bipolar forceps, were reused in subsequent procedures, a site review shows no complaint filed against the instruments. The stapler logs were reviewed by an isi advanced failure analysis engineer (afae) and the following findings were obtained: logs show that part #480460-09, lot l92210712-0003 was installed 5 times and fired 5 reloads (2 white followed by 3 blue). First 4 firings were completed per the logs. Fifth firing resulted in a firing failure at 98% completion after 1 pause for compression. There were no incomplete clamps by this instrument. For sureform, the error 22030 only shows up for firing failures that are over 95% completion, and the message displayed is ¿unable to complete fire, tap blue pedal to unclamp, warning blade may be exposed". No image or video clip for the reported event was submitted to isi for review. This complaint is a reportable event due to the following conclusion: during a da vinci-assisted roux en-y procedure, while stapling on gastric tissue, the surgeon was unable to complete the staple fire; the tissue was ripped and caused a small tear. As a result, the surgeon sutured the damaged tissue.